Event description:
Boston scientific received information that this right atrial (ra) lead was not capturing at any output and was found out to be dislodged. No asystole was noted during loss of capture. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.